Event description:
Implanted with essure (B)(6) 2013. Suffered from heavy bleeding and pelvic pain. Had a d7c and total vaginal hysterectomy which removed one coil. One month later had both tubes removed. Second coil has migrated behind my bladder and could not be retrieved without the help of a specialist. This device has impacted, my life and health, and I still need another surgery.